Manufacturer narrative:
The customer indicated that there was no malfunction of the device and disassociated the device from the event. However, due to lack of event information, this is being reported. No additional patient information will be provided by the customer. The patient condition was under treatment as of (B)(4) 2013. Current patient status is unknown. The device will not be returned for evaluation because it was discarded at the hospital. Echo report will not be provided. Conclusion: rupture of the left ventricle is a major complication of mitral valve replacement. It is an infrequent but potentially lethal complication. In general, a large number of intraoperative factors have been considered for the cause of this complication: retraction of the ventricle when the left atrium was fixed by adhesions from a previous operation, forceful retraction and inadvertent incision of the annulus, insertion of an oversized prosthesis, and deeply placed sutures in the myocardium. In this case, the oversized device most likely is the contributing factor but without additional information and further clarification from the health care provider, we are unable to conclusively determine the root cause for this event. However, ventricular perforation by stent posts is a known complication of bioprosthetic valve replacement surgery.

Event description:
Reportedly, a 29mm valve was explanted at implant due to left ventricular rupture. The customer reported that a 29mm mitral valve was implanted for mitral valve replacement to correct mitral regurgitation (mr) on (B)(6) 2013. Tricuspid annuloplasty with an mc3 ring, model 4900t30 was also performed during the same surgery. At sizing, after the sutures were placed in the annulus, the sizer went through the annulus well and the 29mm valve was chosen. However, after implant, the left ventricular rupture occurred. After repair for the ruptured area of left ventricle, sizing was attempted again, though the sizer for the 29mm bioprosthetic valve did not fit. The device was explanted and replaced with a 23mm mechanical valve. The customer commented that this explant was not expected. The customer also commented that, since the patient had a small body, the smaller size valve could have been used.